Manufacturer narrative:
E1: 35/2, block no.3, cable junction. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had clarity issues. The issue occurred during a therapeutic lap chole procedure and was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had clarity issues. The issue occurred during a therapeutic lap chole procedure and was completed using the same set of equipment. There were no reports of patient harm.